Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error log. Fse inspected the bf wash probe, bf probe tip, bf probe adjustment, and the tubes between the probe and the waste with no findings. Fse checked the waste pump and replaced the pump which resolved the issue. Fse validated the analyzer by performing multiple bf wash prime, daily check, and quality control (qc) with results within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 2015 bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to failure of the waste pump.

Event description:
A customer reported a bf probe purge failure during a patient run on the aia-360 analyzer. The customer ran the daily check and quality control (qc) with no issues. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.